Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a lesion in the proximal left anterior descending artery, a perforation occurred which required the use of a graftmaster stent. The stent was implanted; however, the perforation was not sealed. It was not reported how the perforation was treated. No additional information was provided.

Manufacturer narrative:
(B)(4). Patient weight (B)(6). (B)(4). Since it was confirmed that there was no product or patient issue associated to the graftmaster device, no investigation is required.

Event description:
Subsequent to the initial report, the following information was provided: during the stenting procedure, an un-specified drug-eluting stent was implanted and a perforation occurred. The graftmaster was implanted and sealed the perforation successfully, which was confirmed on angiogram. The surgeon was called for consult; however, the patient was confirmed to be clinically stable, and no further treatment was performed. No additional information was provided.